Event description:
Case description: initial information received on 13-dec-2016: this spontaneous medical device report was received from a physician concerning a patient of an unknown age and gender. The patient's medical history included hepatocellular carcinoma (hcc). The patient's concomitant medications were not provided. On an unknown date, the patient received lc bead m1 (lot number and expiration date not reported), for hcc. On an unknown date, the patient developed hcc metastases to the lung post treatment with lc bead m1. The outcome of the event was unknown. The reporter did not provide any seriousness assessment. The reporter suspected that lc bead m1 could cause tumours to rupture and spread cancer cells through the hepatic artery. The company considered hcc metastases to the lung as serious (medically significant). This case is linked with cases (B)(4), originating from the same reporter. Follow-up information will be requested. Case comment: the event metastases to lung is considered unlisted according to lc bead m1 current reference safety information. The company considered hcc metastases to the lung not related to lc bead m1 and rather related to the underlying disease progression of hcc. However, in light of the assessment by the reporter that the lc bead may have contributed to the metastasis and a lack of any additional information at this time btg are reporting this event in an abundance of caution. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Event description:
Developed hcc mets to the lung [metastases to lung]. Case description: initial information received on 13-dec-2016: this spontaneous medical device report was received from a physician concerning a patient of an unknown age and gender. The patient's medical history included hepatocellular carcinoma (hcc). The patient's concomitant medications were not provided. On an unknown date, the patient received lc bead m1 (lot number and expiration date not reported), for hcc. On an unknown date, the patient developed hcc metastases to the lung post treatment with lc bead m1. The outcome of the event was unknown. The reporter did not provide any seriousness assessment. The reporter suspected that lc bead m1 could cause tumours to rupture and spread cancer cells through the hepatic artery. The company considered hcc metastases to the lung as serious (medically significant). This case is linked with cases (B)(4), originating from the same reporter. Follow-up information will be requested. Additional information on 17-jan-2017: follow up information has been sought. As of 17-jan-2017, no additional information has been received. Case comment: the event metastases to lung is considered unlisted according to lc bead m1 current reference safety information. The company considered hcc metastases to the lung not related to lc bead m1 and rather related to the underlying disease progression of hcc. However, in light of the assessment by the reporter that the lc bead may have contributed to the metastasis and a lack of any additional information at this time btg are reporting this event in an abundance of caution. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.

Event description:
Developed hcc mets to the lung [metastases to lung]. Case description: initial information received on 13-dec-2016: this spontaneous medical device report was received from a physician concerning a patient of an unknown age and gender. The patient's medical history included hepatocellular carcinoma (hcc). The patient's concomitant medications were not provided. On an unknown date, the patient received lc bead m1 (lot number and expiration date not reported), for hcc. On an unknown date, the patient developed hcc metastases to the lung post treatment with lc bead m1. The outcome of the event was unknown. The reporter did not provide any seriousness assessment. The reporter suspected that lc bead m1 could cause tumours to rupture and spread cancer cells through the hepatic artery. The company considered hcc metastases to the lung as serious (medically significant). This case is linked with (B)(4), originating from the same reporter. Follow-up information will be requested. Additional information on 17-jan-2017: follow up information has been sought. As of 17-jan-2017, no additional information has been received. Final assessment on 13-feb-2017: follow up information has been sought to further investigate the event but no new information has been received. After three follow up attempts, the case is considered lost to follow up. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: the event metastases to lung is considered unlisted according to lc bead m1 current reference safety information. The company considered hcc metastases to the lung not related to lc bead m1 and rather related to the underlying disease progression of hcc. However, in light of the assessment by the reporter that the lc bead may have contributed to the metastasis and a lack of any additional information at this time btg are reporting this event in an abundance of caution. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will reevaluate the available evidence on an ongoing basis.